Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens cq2015 and noticed a haptic was tearing. The lens touched patient eye but was not all the way in the eye. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn into the optic/haptic junction. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.